Event description:
The programmer was returned to the manufacturer for repair of the handle, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis found the case handles are broken. Analysis also found the lem (link electronic module) printed circuit board assembly solder connections on ECG (electrocardiogram) and I/o (input/output) connectors are disturbed. Right display latch found broken and the upper hinge plate found scuffed up. Concomitant product: 2290 analyzer. (B)(4).